Event description:
M-prestn...01 failed to indicate ECG, electrocardiogram, coming off of by-pass. Biomed checked with a simulator and it worked but it wouldn't work off the patient. The technician hooked up the leads and it wouldn't work. It reads "leads off" with no trace. Loaner older versions of the modules were used to replace the m-prestn modules in the two heart rooms. We were told there was a hold on further shipment of the newer modules.